Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended replacing the device. This pacemaker remains in service. No adverse patient effects were reported.